Event description:
Customer reported the panorama central station's server shut down, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system and verified the problem. Corrections included replacements of the system's motherboard and memory module. The system was calibrated and safety tested to factory specs.